Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and reoperation. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that intra-procedure angiography during a endograft revision on (B)(6) 2017, revealed a distal type I endoleak originating from the contralateral leg component and a left internal iliac artery aneurysm. On (B)(6) 2017 (exact date is unknown), a first-staged reintervention was performed whereby the left internal iliac artery was embolized. On (B)(6) 2017, a second-staged reintervention was performed whereby a contralateral leg component was additionally implanted to treat the distal type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.